Manufacturer narrative:
It was determined via x-ray image that one of the leads had migrated. The leads were tested in the lab and exhibited normal characteristics. A labelling review found that the reported event of lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient's leg pain returned. It was determined via x-ray that one of the leads had migrated to the point of being subcutaneous. Reprogramming was attempted however was unsuccessful. The patient underwent a revision procedure where both leads were explanted and replaced with new leads upon request of the physician. Post operatively, the patient was doing fine and similar therapy was already up and running.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7073959.

Event description:
It was reported that the patient's leg pain returned. It was determined via x-ray that one of the leads had migrated to the point of being subcutaneous. Reprogramming was attempted however was unsuccessful. The patient underwent a revision procedure where both leads were explanted and replaced with new leads upon request of the physician. Post operatively, the patient was doing fine and similar therapy was already up and running.